Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the clinic complaining of diaphragmatic stimulation. Upon testing, the stimulation was derived from the right ventricular lead. An x-ray revealed lead dislodgement. The dislodgement was a result of twiddler's syndrome. The lead was explanted and replaced with no complication. The patient's condition before, during and post procedure was stable.